Event description:
Reference number (B)(4) event occurred in egypt. It was reported that patient faced infusion set tubing detachment event on (B)(6) 2026 while the patient was sleeping. The location of detachment was tubing connector. The infusion set was in use for one day. The blood glucose level was high and the patient was treated with correction by pump. No further information available.